Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was scratched making difficult to see, when batteries changing screen freezes. The customer¿s blood glucose levels was unknown. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had no delivery alarm, diminished battery life. The insulin pump will not be returned for analysis.